Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('get this poison (essure coils) out of me') in a female patient who had essure inserted for female sterilization. The patient's medical history included amenorrhea and cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal scheduled on (B)(6) 2017). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient had only left side ovary. Concerning the injuries reported in this case, the following ones were reported via social media: "get this poison (essure coils) out of me" most recent follow-up information incorporated above includes: on (B)(6) 2019: with follow up received on (B)(6) 2019 it was detected that this report was a duplicate to record # (B)(4) to which all information was transferred, then this duplicate # (B)(4) will be deleted no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('get this poison (essure coils) out of me') in a female patient who had essure inserted for female sterilization. The patient's medical history included amenorrhea and cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal scheduled on (B)(6) 2017). Essure was removed in 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: plaintiff had only left side ovary. Concerning the injuries reported in this case, the following ones were reported via social media: "get this poison (essure coils) out of me." No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.